Event description:
The customer reported the ventilator restarted and went vent inop while in use on a pt. The customer reported the ventilator did alarm, and there was no pt harm. The manufacturer's service technician was unable to duplicate the customer reported problem, however, the service technician confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart with a vent inop. The service technician performed testing of the unit and all tests passed to operating specifications. The ventilator was returned to factory for investigation.